Manufacturer narrative:
Additional information: it was later clarified that the balloon did not rupture or burst but was damaged before it was fully inflated which resulted in the balloon not being able to fully dilated and unable to expand. A balloon leak was also reported. The issue occurred on the first inflation. The lesion being treated was mildly calcified, had normal tortuosity and 70% stenosis in the right coronary artery (rca). The device was being used to post dilate a deployed non-medtronic stent. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. The same inflation device was successfully used with other devices. The patient was discharged and had no other problems. Patient's weight and gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one nc sprinter balloon catheter, the balloon ruptured. It was detailed that the balloon was damaged and could not be fully inflated. The balloon was replaced. No patient complications have been reported as a result of this event.